Event description:
Spacemaker pro access and dissector system broke when inserted during inguinal hernia repair. Equipment was inspected prior to use. All parts were retrieved. No injury to the pt. The physician has utilized this system on numerous occasions and is proficient in operating.